Manufacturer narrative:
Corrected fields; d4(UDI). The fse replaced the defective tether assembly. The iabp passed all functional and safety tests and was returned to the customer for use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received assembly, tether with a reported unit failure of the tether from the doppler was defective. The failure analysis and testing dept. Performed a visual inspection and found that the tether cord had broken off from the doppler unit. The fat dept. Verified the failure of the tether from the doppler was defective. Retaining the tether in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated servicing by a getinge field service engineer the cardiosave's tether assembly was defective. There was no patient involvement.